Manufacturer narrative:
The insulin pump passed prime, excessive no delivery alarm and displacement test. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. No excessive no delivery alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 450 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed plunger push and the insulin did exit. The customer stated that the insulin pump did alarm no delivery during manual prime. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.